Manufacturer narrative:
The actual device reported in the report is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported, that a patient was implanted with a dynesys, universal spacer, 6-45 on (B)(6) 2015. After several months (undetermined) the patient present an allergic reaction at the level of the scar. It looks like an eczema but undetermined. The device remained implanted.

Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a female patient, after the implantation of a dynesys system in her back, is experiencing an allergic reaction at the level of her surgery¿s scar. The allergic reaction is described as similar to an eczema with itching, and is reported to have appeared after several months and progressively. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as they are still implanted. Review of product documentation: the compatibility check was performed from the surgical technique and showed that the product combination was approved by zimmer biomet. - package insert used for dynesys® dynamic stabilization system and dynesys® top-loading spinal system (ha), states that ¿allergic reaction to implant components¿ is a contraindication. - biocompatibility specification certifies the suitability of the material. Material characterization of the component materials implanted are: ref: 01.03746.445: ha (hydroxyapatite), tialnb / protasul-100. Ref: 01.03706.045: corethane 55d / sulene-pcu 55d. Ref: 01.03731.100: pet / sulene-pet. Root cause analysis: root cause determination using rmw: - wear particles can get into the wound can cause foreign body reaction due to pet/pcu wear particles generated by spacer (micromotion) possible, it cannot be excluded that some particles got into the wound. However, biocompatibility specification and material compatibility spec. Certify the suitability of the material. A systematic issue with design and/or material properties would have been detected as part of a trend review. - adverse biological reaction due to manufacturing residuals not possible -> the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A systematic issue with design and/or material properties would have been detected as part of a trend review. - non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material not biocompatible not possible -> biocompatibility specification and material compatibility spec. Certify the suitability of the material. A systematic issue with design and/or material properties would have been detected as part of a trend review. - non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material contains phthalates not possible -> biocompatibility specification and material compatibility spec. Certify the suitability of the material. A systematic issue with design and/or material properties would have been detected as part of a trend review. - non-biocompatible material enter wound and can cause adverse body reaction due to leakage of substances which are cytotoxic not possible -> biocompatibility specification and material compatibility spec. Certify the suitability of the material. A systematic issue with design and/or material properties would have been detected as part of a trend review . Conclusion summary: it is reported that a female patient, after the implantation of a dynesys system in her back, is experiencing an allergic reaction at the level of her surgery¿s scar. The dynesys implant is composed by several components with following material composition: ref: 01.03746.445: ha (hydroxyapatite), tialnb / protasul-100 ref: 01.03706.045: corethane 55d / sulene-pcu 55d ref: 01.03731.100: pet / sulene-pet. The review of internal documentation showed that the released components met all requirements to perform as intended. Biocompatibility specification and material compatibility spec. Certify the suitability of the material. Package insert used for dynesys® dynamic stabilization system and dynesys® top-loading spinal system (ha), states that ¿allergic reaction to implant components¿ is a contraindication. For example a preoperative test could potentially identify an allergy to the implant materials patient and avoid potential adverse reactions. It is possible that the patient is allergic to one of the implant materials, however, this cannot be confirmed. Therefore, it is impossible to identify an exact root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported, that a patient was implanted with a pedicular screws for dynesys system (reference and lot number unavailable) on (B)(6) 2015. After several months (undetermined) the patient present an allergic reaction at the level of the scar. It looks like an eczema but undetermined. The device remained implanted.